Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "ventilator shows technical fault technical fault (tf) 431002 (blower disconnected) on startup." No health impact or consequences were reported.

Manufacturer narrative:
Hamilton medical ag`s conclusion: the root cause of the event was a defective blower module. Specifically, in this case, the blower speed was lower than the required speed. The correction was the replacement of the blower module (pn: 160250). The device issue has been resolved.